Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow rate issues, pads would fill but no flow then device keeps showing stopped but it was not and the start button is greyed out so could not start it. Tried a few times and used multiple pads.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow sensor on circulation pump. Confirmed no flow issue. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that flow rate issues, pads would fill but no flow then device keeps showing stopped but it was not and the start button is greyed out so could not start it. Tried a few times and used multiple pads. Per sample evaluation results on (B)(6) 2024, it was reported that the device failed the protective earth during est due to high resistance. Per follow up information received via email on (B)(6) 2024, device has been sent into bd facility. Issue has not been resolved. The device was received in (B)(6), it is in the decontamination and examination queue. The device has not been repaired yet. The device was removed and replaced with their second device which completed therapy with no problem. No impact to the patient.